Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse trying to start new therapy. The arctic sun device primed and stopped. Had disconnect and reconnect using proper technique. Restarted therapy and guided to system diagnostics showed that the system hours were 3384, pump hours were 358, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0 lpm. This device was loud and making a gurgling sound. Stopped therapy, drained pads, moved pads/probe to sn dyknal035. Started therapy and flow rate (fr) was settled at 1.2 lpm. Per follow up information received via task on 09jun2026, spoke with biomed who confirmed receipt of this device and noted that the circulation pump was making a lot of noise as soon as the device starts and tries to prime.